Event description:
It was reported that the patient¿s body ¿rejected¿ the implantable neurostimulator (ins) and it was explanted on (B)(6) 2014. It was also stated that the wound would not heal and the ins worked its way through the incision. There was no infection noted. It was later reported that there was ¿disruption of the wound/eroding through skin.¿

Event description:
Additional information received noted that the cause of the event was "body rejected". Explant was performed involving the ins and lead. Hospitalization was not required. The patient outcome was noted as recovered without sequelae.

Manufacturer narrative:
Concomitant product: product ID: 3093-28, lot# va0701m, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy244109h ) showed no anomaly found. Final analysis of lead model 3093-28 (lot # va0701m) showed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.